Event description:
The customer alleges that the light would only work intermittently when the mac 3 disposable blade, was connected to the handle. The event took place as the medical staff was trying to ready a laryngoscope set for use. No patient harm reported.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual exam was performed and no defects were observed. A new set of batteries were installed into the handle and then a blade was attached and engaged. The light bulb would not energize. The head/light assembly was disassembled and examined. After removing the light assembly from the head it was noted that the small incandescent light bulb was loose. The small bulb had unscrewed from the tightened seating position by at least three full turns. The bulb was tightened, reassembled into the head/light assembly, and then the head/light assembly was reconnected to the handle. Batteries were reinstalled. The blade was attached once again and engaged. The bulb energized and displayed a bright, uninterrupted light. Based on the investigation performed, the reported complaint was confirmed. It was determined that the issue was related to human error/lack of mechanical review. It is not related to a manufacturing defect.

Event description:
The customer alleges that the light would only work intermittently when the mac 3 disposable blade, was connected to the handle. The event took place as the medical staff was trying to ready a laryngoscope set for use. No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.